Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a rotablator procedure. Reportedly, no suture came out when the plunger of the first prostyle device was removed in step 3. In step 4, the lever was folded without resistance, but the foot could not be retracted. The prostyle device could not be removed from the artery and therefore a wire could not be reinserted. After several attempts to turn the prostyle device slightly, profuse bleeding occurred. The patient was transferred to the operating room, where the prostyle device was surgically removed as a single unit. No vessel damage occurred. A drain was placed and the patient was sent to the ward. After the drain was removed manual compression was applied to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. Another procedure for rotablation is planned in 4-6 weeks. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a guide break occurred during device removal attempts from the anatomy. The device was still held together by the actuator wire. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported break, needle to cuff miss, difficult to close the foot, and entrapment of the device were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per case details the device was turned several times within the vessel with the foot open. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: ¿excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage¿. The IFU violation did not contribute to the reported difficulties as the violation occurred during attempts to remove the device after the initial device failure. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported break, needle to cuff miss, difficult to close the foot, entrapment of the device, and subsequent treatment appears to be related to circumstances of the procedure. In this case manipulation applied during device placement attempt due to interaction with patient anatomy likely contributed to the reported guide break. Breakage of the guide will compromise needle trajectory thus contributing the reported needle to cuff miss (unsuccessful needle deployment) such that the foot pockets/ cuffs would no longer be with in the path of the needles. Additionally, breakage of the guide would compromise the foot functionality making the device difficult to remove. The reported patient effect of hemorrhage is listed in the perclose prostyle IFU as a known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.